Event description:
Rn states: patient's ventilator failed to read the minute volume, and continuously alarmed despite ventilator changes and medications. When switched to a new ventilator, the problem no longer existed. Respiratory therapist notes the ventilator was a servo-I running with heliox. The patient apparently was breath stacking and autocycling. Md notes: the patient is difficult to ventilate. Hypercapnia and respiratory acidosis worsened. He is currently on pressure control (pc) 18/8 with respiratory rate of 18, but only able to breathe 14 breaths per minute. Patient is on heliox and was started on ketamine. The patient was taken off the ventilator. The respiratory therapist was bagging the patient, and it was easy to bag. The patient was still wheezing. Volume control was tried. The patient peaks were in the 30's, plateau of 15, and minute ventilation around 7. The patient was not initiating his own breaths. There was dyschrony with the ventilator even though the patient has no spontaneous breaths, corneal reflex, or gag reflex. A new ventilator and a one time dose of vecuronium improved ventilation.